Event description:
The customer reported that the system failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite eval. The ffb and gib boards were evaluated and reseated. The voltage on main frame ps1 was evaluated and adjusted to optimum operating voltage. The rtos was evaluated and reinstalled. The system was tested and found to be working as intended.